Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 373 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the parent gave correction boluses.

Manufacturer narrative:
The device was received deployed. Investigation of the device found that the exposed portion of the soft cannula was observed to have been damaged. It could not be determined when or how this damage occurred. The data obtained from the device generated no alarms. No time outs or drive stalls were observed indicating there was no struggle to deliver insulin. Corrosion was observed on the pcb assembly. Due to the presence of corrosion, a leak test was performed. No internal leaks were observed in the fluid path. The reservoir cap was found to have been damaged. How and when this damage occurred could not be conclusively determined. No damages or manufacturing defects were observed that would result in the soft cannula becoming dislodged at the infusion site. The cause of the reported dislodge could not be conclusively determined.